Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system extension sets with 4-way large bore stopcocks were leaking because the connections were not screwed on tight when they were removed from the packaging. This issue was identified during unspecified process steps. There was no patient injury or medical intervention associated with this event. No additional information is available.